Event description:
It was reported that the multifocal intraocular lens was explanted 15 months after implant. Reason stated was the patient's complaint of glare. There was no patient injury or complications.

Manufacturer narrative:
The lens was received and sent to the manufacturing site for analysis. Results are pending. Prior to release to market the lens met all manufacturing specifications. Glare is a known and labeled possible side effect of all multifocal intraocular lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.